Event description:
The customer contact reported the device alarmed with a s421 (motor error-pmc, left) malfunction alarm code. The device was returned to the biomedical department from an unknown floor with a report that the device alarmed with a s339 (power down error-pmc, left), a s421, a s239 (power down error, psc) s325 (pmc software error-pmc, left), s439 (power down error) and a s208 (can bus error-psc) malfunction alarm codes. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device did not alarm with a s421 malfunction alarm code; however, it was noted in the device history with a sub-code malfunction of "pump motor lack of movement." The "pump motor lack of movement" occurs when the motor failed to move when commanded. The probable cause for s421 with the malfunction subcode "pump motor lack of movement" may be due to a bad encoder or high drive train friction in the mr2 motor. The customer reported s208, s239, s339, s439 and s325 malfunction alarm codes were not duplicated; however, were noted in the device history. The probable causes for the power down malfunction alarm codes s239 and s339 could be due to a software error or the device being turned off unexpectedly/improperly. The power down caused a loss of communication between the subsystems of the symbiq device which could result in the s208 and s325 malfunction alarm codes. This report represents all the information known by the reporter upon query by hospira personnel.